Event description:
It was reported that the device rebooted during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device rebooted during use. There was no patient injury reported.

Manufacturer narrative:
The logfile analysis carried out by the manufacturer revealed that a reboot of the therapy control unit has occurred during use. The root cause of the reboot could not be determined from the logfile records. There were no further reboots recorded, neither before nor after the date of event. Nevertheless, a replacement of the board has been recommended but there was neither feedback nor the replaced part available for investigation. In case of such a reset, therapy will be interrupted for approximately 15 seconds. Afterwards, therapy will be continued with the last valid settings. Also in the particular case, the device behaved as specified after the reset and ventilation was continued without further problems until the case was completed by switching the device into standby mode. Although the source of the deviation can be attributed to the particular pcb, the exact nature of the issue cannot be determined due to its sporadic nature. As a precautionary measure, it was recommended to replace the respective board. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.